Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator generated low o2 alarm. No device errors could be detected during ventilator evaluation and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The device logs were not received. The root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator generated low o2 alarm.there was no patient harm.manufacturer's ref.#: (B)(4).